Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg test system (hcg stat) on a cobas e 411 immunoassay analyzer. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. No error messages were generated on the analyzer. The sample initially resulted as 2.46 miu/ml. Since the patient's urine sample had a positive result when testing with a different assay method, the measurement was repeated. A second sample was collected from the patient and tested, resulting as 344.4 miu/ml. The first sample was repeated without additional centrifugation, resulting as 346 miu/ml. Data flags accompanied results, but information was not provided regarding which specific results were flagged. Quality controls were not run prior to or after measurement of the erroneous result. The customer stated that they perform controls once or twice a month. The reagent pack had approximately 20 tests left. No magnetic particles were found in the lid of the reagent pack, but some foam/bubbles were observed on the reagent surface. The customer was asked to run controls and one level of control was outside of range. The customer was also asked to repeat the two patient samples. The first sample was repeated, resulting as 347.8 miu/ml. The second sample was repeated, resulting as 339.7 miu/ml. The patient was not adversely affected. The hcg stat reagent lot number was 123267, with an expiration date of 04/30/2017. The field service engineer determined that a probe tube had fallen from its pulley and that this was the root cause of the issue. He corrected the issue and after checking the pulley, he put the probe back. He exchanged pinch valve tubing. The investigation agrees with the findings of the field service engineer.